Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional, via the manufacturer¿s representative, that reported they were aware that patients with implantable neurostimulators (ins) that had ablation can result in them having an increase in pelvic pain. There were no further complications reported or anticipated.